Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (external component issue) battery cap issue. There was no allegation of an adverse event with this complaint. This complaint is being reported because of the allegation of a battery cap issue.